Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had arthritis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was at home and thought she might be experiencing a low blood glucose event, so they disconnected prior to passing. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. It is unknown if the caller will return the insulin pump for analysis.